Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump exhibited error code 1260.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was intact, housing cracked. Upon inspection, the problem was duplicated the device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. Circuit board was replaced.